Event description:
It was reported to philips that the monitor suspension interfered with the surgical lamp, restricting movement on an allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the monitor suspension; however, movement restrictions remain. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).